Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 321 mg/dl. Customer declined troubleshooting with tandem technical support and reported the pump supplies would be changed. No additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.